Manufacturer narrative:
Batch review performed on 22 april 2026 lot. 2336590: (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 2028-sep-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery due to knee instability after about 9 months from primary. There was no indication of trauma or bone quality issues. The surgeon revised the flex 3r - 12mm insert to a flex 3r - 17mm insert for increased stability. The surgery was completed successfully.